Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a physician to a company representative, and forwarded by our local affiliate (B)(4). This case involves a patient (gender and age nos) who commenced therapy with poly-l-lactic acid (sculptra) on an unknown date. Relevant medical history and concomitant medication information were not mentioned. On an unknown date, the patient experienced an adverse event (nos). No further details were provided on the nature of this event. Event outcome is unknown. No additional information was provided. Reporter's causality assessment: not provided.